Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation component code ,conclusions), h11. Corrected fields: e1 (initial reporter name), e2, e3, e4. The (fse) reported that the two batteries were replaced. The unit passed electrical safety tests. And functional tests were passed. The safety disk was replaced as part of preventative maintenance. The unit passed functional tests and was confirmed to be operational.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp)¿s damaged batteries were replaced during a technical inspection. There was no patient involved.